Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -9.0/2.5/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. On 29-dec-2023 the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. The cause of the event was reported as unknown.